Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine pulse generator change out, the device was found to be in backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator (eri).